Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user experienced a postprandial blood glucose of 193 mg/dl after a lunch of six chicken tenders, cucumber salad, and beef vegetable soup, with the meal reportedly announced correctly and no other contributing factors identified. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information to associate the event with a specific medical device problem or device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.